Event description:
The physician attempted an arteriotomy closure using the starclose device after a percutaneous coronary intervention (pci). No problems or issues were reported with the common femoral artery (cfa) access or the starclose device itself. The common femoral artery was reported to be greater than five (5) mm. It is unk whether fluoroscopy was performed prior to arteriotomy closure. The condition of the cfa is also unk. Hemostasis was reportedly achieved with the device. A retroperitoneal bleed was reported. It is unknown when the bleed was detected, any signs or symptoms of the bleed, or the pt's location at that time. No transfusions or surgeries were reported. The treatment of this event is unk, as well as if the pt's hospitalization was prolonged as a result of this event. Reportedly, the cardiologist who performed the pci did not "believe this was related to "the " device" but rather to the force used to "power" a swan-gann's catheter "through resistance" in the "very tortuous femoral vein." The pt is reported to be "fine" and returned for another pci a week later. Although requested multiple times, no additional information was provided.